Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-08412; 2134265-2016-08411; 2134265-2016-08079; 2134265-2016-08232. It was reported that the burr would not stop spinning. The target lesion was located at the left main bifurcation into the left anterior descending artery and circumflex artery. A rotablator console, dynaglide foot pedal, 1.50mm rotalink burr, rotalink advancer and a synergy ii everolimus-eluting platinum chromium coronary stent system was selected for use. During testing of the burr outside of the patient, it was noted that the burr would not stop spinning. The ablation procedure was aborted and the physician proceeded to perform stenting instead. As preparation of the stent was done outside patient's body, the protective cover and stylet were pulled off by grabbing the stylet and protective tip. It was noted that the stent was deformed on the balloon. A promus premier was used to finish the procedure. No patient complications were reported.